Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: can you identify the lot number of the product that was used? No. What was done to retrieve the broken piece? For example, another incision, or second surgery? The needle tip broke before use for the patient. What was done to retrieve the broken piece? For example, another incision, or second surgery? The needle tip broke before use for the patient. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date, and suture was used. While trying to shape the needle during use, the needle tip broke off. There were no adverse consequences to the patient. Further details are not provided from the healthcare provider. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3 analysis summary: the product received for analysis was identified as product code w8400. It was requested that hsa assess the fracture mode of the failures. The samples were not labeled or differentiated in the packaging. The location of each section of needle was determined by a macro examination of the fracture surfaces. Some portion of the needles appears to be missing and the location and labeling of the needles sections is an estimate based on the macro examination. Fracture was observed at 2 locations on the needle sample a. When there was a question as to the placement of the fractured sections, both sides of the fracture were examined. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of sample revealed all the fractures were predominantly intergranular, which is evidence of a brittle failure. These were non-ductile fractures. The needle exhibited amounts of intergranular failure. The information provided is compiled monitored and reviewed on a routine basis for any associated trends. The needle breakage was confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 analysis summary: the product received for analysis was identified as product code w8400. It was requested that hsa assess the fracture mode of the failures. The samples were not labeled or differentiated in the packaging. The location of each section of needle was determined by a macro examination of the fracture surfaces. Some portion of the needles appears to be missing and the location and labeling of the needles sections is an estimate based on the macro examination. Fractures were observed at 3 locations on one needle. When there was a question as to the placement of the fractured sections, both sides of the fracture were examined. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed all the fractures were predominantly intergranular, which is evidence of a brittle failure. These were non-ductile fractures. The needle exhibited amounts of intergranular failure. The information provided is compiled monitored and reviewed on a routine basis for any associated trends. The needle breakage was confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing and raw material records could not be reviewed as the batch/lot number is unknown.

Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 4/16/2024 h6 component code: g07002 pending evaluation of returned device a device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.